Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31448409l and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro catheter and during the ablation phase, the patient experienced cardiac tamponade that required pericardiocentesis and surgical intervention. First, it was reported that a qdot micro¿ catheter had a catheter force sensor error (error#106) displayed on the carto® 3 system. The reprocessed cable was replaced and the problem was resolved. The case continued. It was also reported that an error 202 - temperature display disabled - was displayed on the ngen system. The qdot micro¿ dongle was reconnected on the patient interface unit (piu), but the issue was still there. The replacement of the qdot micro¿ eco dongle was not an option since there was no replacement cable available. Rebooted the ngen console and started in the proper sequence and the issue was resolved. Then it was reported that during the case, the blood pressure dropped in the patient. The physician used intracardiac echocardiography (ice) to verify a pericardial effusion. The physician was unable to tell when the issue occurred. A pericardiocentesis was completed and the patient was provided with a drug to stop the anticoagulation medications. They continued to drain the effusion while transferring the patient to the operating room (or). The patient was reported to be in stable condition. Additional information was received. Transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion. The patient received reparative surgery. The patient required extended hospitalization as the patient was still recovering from surgery. There was no evidence of steam pop. The physician was using qmode+ and qmode with recommended flow settings. The force sensor error (error#106) issue was assessed as non MDR reportable. Warning functioned as intended. The error 2024 ¿ temperature display issue was assessed as non MDR reportable. The ablation cannot be performed since there is no radio frequency (rf) energy applied. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The adverse event was assessed as MDR reportable under the ablation catheter (qdot micro).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro catheter and during the ablation phase, the patient experienced cardiac tamponade that required pericardiocentesis and surgical intervention. The patient required extended hospitalization as the patient was still recovering from surgery. The product was returned to johnson & johnson medtech (j&j) for evaluation on 20-jan-2025. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event was the procedure. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 10-dec-2024, correction made to h6. Health effect - impact code as recognised device or procedural complication (f15) was added in error. Therefore, removed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).